Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath failed to split completely. The physician removed the device by releasing the locking mechanism on the thumb advancer, via the access ports as indicated in the instructions for use (IFU). Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete.